Manufacturer narrative:
Investigation of the case determined a root cause traced to a preoperative merge shift. The user reported that l5-r was found to be misplaced during their post-operative spin. Ultimately, the user was able to perform a revision surgery on a later date and the case was completed. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that a revision surgery was needed to remove and replace misplaced screws that were placed using the excelsius gps system.